Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 2.8 mmol/l, which was treated with (B)(6) and sugar. It was reported that the insulin pump was exposed to water as customer fell into the water while canoeing. Customer attempted to change the battery and received a failed battery alarm. Customer believed that as a result, insulin pump was over delivering insulin. Customer¿s other blood glucose readings were, 3.0 mmol/l, 3.2 mmol/l, and 14 mmol/l and was not feeling well. Troubleshooting was performed and customer reported that reservoir was not showing the same amount of insulin that what was shown on status screen and customer was not able to upload to carelink due to laptop also falling into the river. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.